Event description:
It was reported that; the cage loss of height.

Manufacturer narrative:
Method: risk assessment; result: a manufacturing review of the implant could not be performed as the lot # is not available at this time. The reported device remains implanted. Conclusion: a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; the cage loss of height.